Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6 and h2 were updated. Sections b2 and h6 (health effect - impact code) were corrected.

Event description:
Per additional information received, it was clarified that the patient was hospitalized and the heart failure was managed with medication. No valve in valve procedure was performed.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event could not be determined due to limited information available, but it is possible that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately nine (9) years post transfemoral artery transcatheter valve replacement (tavr) procedure with 23mm sapien 3 valve, the patient presented with heart failure symptoms. The valve had developed stenosis, increased gradients, hypo-attenuated leaflet thickening (halt), degeneration, calcification, mild paravalvular leak (pvl) and moderate central regurgitation. There was noted to be a mean valve gradient of 42 mmhg. A valve area/index of 372.0 cm2 was reported. No intervention has been performed. However, a valve in valve procedure is under consideration, with the decision dependent on the patient's condition.